Manufacturer narrative:
Continue e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, rupture.

Event description:
Healthcare professional reported "device rupture" and "pain". Later healthcare professional reported "capsular constriction grade unknown". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported "device rupture" and "pain". Later healthcare professional reported "capsular constriction". This record is for the right side. Device was explanted.